Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient complained of a very strong shocking or jolting sensation in his lower back and legs. He thinks that he accidentally turned up the amplitude while the stimulation was off and when he turned it on he received the jolt and has had pain afterwards. The patient was instructed to leave the device off until he could make it to the office to double check things. The impedances were checked and they were all under 1,000 but the stimulation amplitude was noted to be found extremely high at 1.9 when the patient typically runs at 0.6. It was reported that the turned it on and ¿up¿ successfully and the stimulation was now working just fine.